Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 because of a pocket infection. The pacing system should be explanted by the end of (B)(6) 2020.

Manufacturer narrative:
D7 (if explanted, give date) updated. The pacing system was explanted on (B)(6) 2020.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 because of a pocket infection. The pacing system should be explanted by the end of (B)(6) 2020.